Event description:
It was reported that the patient underwent a cervical procedure using anterior fixation at c5/6. Approximately two weeks post op, the locking screw on the plate backed out which allowed the bone screw at the c6 vertebrae to back out. The revision surgery was performed to replace the construct approximately two weeks post op.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. The visual macroscopic exam shows that the plate appears to have no deformity. X-rays confirmed that the c6 fixation screw backed out. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.